Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded and received a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin. Customer reverted to an alternate insulin pump for therapy. Customer¿s blood glucose was 73 mg/dl.